Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 09, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6), a distal locking of a proximal femoral nail anti-rotation (pfna) system was not able to be used as planned. The locking bolt did not fit with the hole of the nail properly. An insertion handle for pfna, aiming arm, drill sleeve and a protection sleeve were involved as well. Locking of the pfna nail and locking bolt was achieved manually; as such it was deduced that insertion handle for pfna, aiming arm, drill sleeve and a protection sleeve were misaligned. The surgery was prolonged by thirty (30) minutes, but without patient harm. Reported concomitant parts: pfna nail (part: unknown, lot: unknown, quantity: 1); locking bolt (part: unknown, lot: unknown, quantity: 1). This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device returned to manufacturer. A product investigation was performed. The complaint instruments were investigated together with the responsible trauma - sustaining manager. A functional test shown the present articles is working without any problems and are fully functional. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. Since we are not aware of exactly circumstances during the surgery we suppose that a mechanical overloading situation must have led to these circumstances. No product fault could be detected. The complaint insertion handle was investigated. The evaluation has shown that the part shows some heavy wear marks / hammer blows at the metal - shaft and passage of carbon fiber. The damages have no effect on the functionality of this instrument. The review revealed that the article was manufactured in november 2010 according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance. The evaluation of these instruments (part #: 356.828 / lot #: 7772289 drillsl 8/4 green, part #: 356.831 / lot #: 7779274 protect sleeve 11/8 green) has shown that the parts shows in good condition, no other damaged or deviation are visible. The articles were manufactured according to the specifications and are fully functional. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.